Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis screen was black. A field service engineer (fse) replaced pyxis bus cable and drawer controller card. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower device was unresponsive with a completely black screen. The customer confirmed that all connections appeared to be intact, and power cycled the unit does not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.